Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (patient's test strips), is related to case with patient identifier (B)(6) (doctor's test strips).

Event description:
It was reported the customer received the following results on the performa system within 10 minutes: 87 mg/dl (using the customer's test strips) and 349 mg/dl (using the doctor's test strips). No adverse event reported. The doctor's test strips were unknown. Return of the suspect device was requested for evaluation.